Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. Based on the information received, the cause of the reported event could not be conclusively determined. The results of the investigation are inconclusive since the devices were not returned for analysis.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Patient also experienced uncomfortable vibrating/buzzing/tingling sensations while bending forward with stimulation both on and off. Lead diagnostics showed that there were high impedances. Reprogramming and adjusting therapy amplitude was attempted did not resolve the issues. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.